Manufacturer narrative:
No medwatch form was received.

Event description:
Perforation was reported. The patient had called from home four days post implant complaining of shortness of breath. He was told to go to emergency. The lead was successfully repositioned.